Event description:
Surgeon performed a procedure repairing a large ventral hernia. Post operative day one, the patient had a recurrence of hernia which was described as the veritas pulling away from the sutures. Re-operating was performed and synthetic mesh was implanted. Patient is doing well post operation. Surgeon states, this was an obese patient who was very active and had coughing spasms which might explain the pulling away from the sutures.

Manufacturer narrative:
If additional pertinent information becomes available, a supplemental report will be submitted.